Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear, exhibited a sheath leak. Aspiration was attempted, but the sheath was ultimately replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that a pressure bag was used for the irrigation of the sheath. Dilator was inside the sheath prior to, and/or at the time, the leak was observed. The procedure was pulse field ablation. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear, exhibited a sheath leak. Aspiration was attempted, but the sheath was ultimately replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tear on the outer valve.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear, exhibited a sheath leak. Aspiration was attempted, but the sheath was ultimately replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that a pressure bag was used for the irrigation of the sheath. Dilator was inside the sheath prior to, and/or at the time, the leak was observed. The procedure was pulse field ablation. No air was seen in the patient.